Event description:
A surgeon reported glistenings on the intraocular lens (iol). Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info requested on 03/26/2008, 04/03/2008 and 04/07/2008 by phone, on 03/27/2008, 04/03/2008, 04/11/2008 by mail and on 04/11/2008 by fax. This report was mailed to FDA on: 04/18/2008.